Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable defibrillator was observed to have excessive charge times. The patient is not dependent and has not received a shock from the device. The device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Event description:
New information noted that patient had presented in clinic when excessive charge time was discovered.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.